Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the planned non-emergency treatment, and the procedure was completed as planned by moving the patient to another room. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system would not allow fluoroscopy. During troubleshooting, the rse found the actual cause of the issue was due to full image disk. The rse recreated the image store. After recreating image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not doing fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.